Event description:
Family of home pt (hp) contacted baxter's technical service center (tsc) for assistance during hp's apd therapy. Reportedly, the hp's transfer set became separated from the hp's catheter. At the time of the reported call, the family member had reattached the transfer set. The tsc advised the family member to discontinue the hp's current apd therapy and to contact the hp's healthcare professional for assistance. Follow up with the hp's nurse revealed the family member had contacted the hp's physician and they were advised to drain out the fluid which was currently in their peritoneum, perform a manual 2l flush and they could then resume their current apd therapy. Per the rn, the hp's apd therapy was completed without incident. The hp was seen in the clinic in the morning and was treated with intraperitoneal ancef 1gm. No pt injury resulted from the reported incident, per rn.